Manufacturer narrative:
An event of valve thrombosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted in a female patient. On (B)(6) 2018, valve thrombosis was discovered which was treated with xarelto. The event is reported as resolved and the valve remains implanted without "sequalae" (clinical study patient ID: (B)(6)).

Manufacturer narrative:
Serial number of heart valve obtained. An event of valve thrombosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis and remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.